Manufacturer narrative:
Approximate age of device ¿ 2 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient's log files were sent for analysis because the patient experienced pump stops following low flows. At the time of the pump stop the patient returned to battery power. The data showed 1 pump stop while attached to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. The following alarms were reported: motor stopped, low speed hazard, low flow hazard. X-rays of the patient's driveline were reviewed to show some potential areas of damage. The patient was to stay on an ungrounded power source until an external repair could be completed. On (B)(6) 2019 a perc lead analysis was performed. The patient was connected to a regular grounded patient cable and was unable to duplicate any pump stop or otor speed reductions. The patient refused repair based on those findings. The patient would utilize an ungrounded patient cable when connected to the power module. The hospital would tether the patient to a regular grounded patient cable for clinic visits to note advancement in short to shield.

Manufacturer narrative:
Manufacturers investigation conclusion: review of the log file provided by the account confirmed a pump stop event; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file contained data from 13apr2019 through 29apr2019. The log file contained a pump stop event on (B)(6) 2019. This event occurred while the patient was connected to the power module and had corresponding fluctuations in pump parameters. Based on previous complaint history, these conditions could have been caused by a potential driveline issue. No other atypical alarms were noted throughout the duration of the log file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas IFU outlines indications of driveline wire damage as well as how to respond to such events. This document also addressed how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.